Event description:
A field service technician (fst) reported after power up, a mandatory rinse message appeared. The fst attempted to rinse but a steady flow inlet error occurred. Upon inspection, the fst found the deaeration motor burned, with worn out and hard bruises noted on the housing. The motor was replaced and the deaeration motor was calibrated. Dialysis mode was simulated and no flow error occurred. The machine passes self test three time and the functional checks were completed. The machine had 23,230 hours documented. Upon follow-up, the biomedical technician (bmt) confirmed the reported event and stated the machine was placed back in service following replacement of the deaeration motor from the fst. The bmt stated there was no patient involvement and no patient injury associated with the reported event, and indicated the issue was discovered during power up of the machine. The bmt confirmed there was no smoke, fire or burning smell as associated with the reported event, and confirmed the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. It was reported the burnt deaeration motor component was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A field service technician (fst) reported after power up, a mandatory rinse message appeared. The fst attempted to rinse but a steady flow inlet error occurred. Upon inspection, the fst found the deaeration motor burned, with worn out and hard bruises noted on the housing. The motor was replaced and the deaeration motor was calibrated. Dialysis mode was simulated and no flow error occurred. The machine passes self test three time and the functional checks were completed. The machine had 23,230 hours documented. Upon follow-up, the biomedical technician (bmt) confirmed the reported event and stated the machine was placed back in service following replacement of the deaeration motor from the fst. The bmt stated there was no patient involvement and no patient injury associated with the reported event, and indicated the issue was discovered during power up of the machine. The bmt confirmed there was no smoke, fire or burning smell as associated with the reported event, and confirmed the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. It was reported the burnt deaeration motor component was no longer available to be returned for investigation.